Event description:
Caller reported that the insulin gauge displayed an amount different than expected, with the pump showing a static fill estimate of 105 units despite insulin being delivered. Blood glucose levels tended to trend high prior to the occlusion alarm. Customer understood the explanation about variances in measured pressures affecting the fill estimate and acknowledged the need for recalibration. The resolution included following cl ss recommendations to change the site and cartridge to reduce future occlusion alarms and addressing the concern about the cartridge and pump not tracking insulin left accurately.